Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited pacemaker induced tachycardia (pmt) and loss of capture. Boston scientific technical services (ts) was contacted for assistance. Ts review noted the pmt algorithm is effective and discussed programming options to mitigate further pmt. Ts also discussed that they suspect that a premature ventricular contraction fell into the blanking period which caused the device to mark it as loss of capture and fusion. This product remains in service. No adverse patient effects were reported.